Event description:
A nurse contacted baxter (B)(4) regarding a leak from a transfer set. The nurse stated that there was leakage from the silicone tubing of the transfer set was found during use. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak in a uv flashtransfer set was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with particulate matter in the tubing noted. Leak testing was performed with a cut in silicone tubing where occluder feet close noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. A batch review could not be performed because the lot number was not provided.